Event description:
This supplemental report is being filed to provide additional information that the doctor elected to perform a procedure to check the system. It was discovered that the electrode was not fully inserted into the pulse generator header. The electrode is now fully inserted, and the system remains implanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to oversensing of noise with reduced intrinsic amplitudes. A review of the electrograms found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector was set to the primary vector. The patient had a pulse generator replacement this past july using the same electrode. Technical services discussed testing and programming options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise with reduced intrinsic amplitudes. A review of the electrograms found significant rail-to-rail noise alternating with small amplitude signals. The sensing vector was set to the primary vector. The patient had a pulse generator replacement this past july using the same electrode. Technical services discussed testing and programming options. There were no additional adverse patient effects. The system remains implanted.